Event description:
It was reported that patient no longer felt their stimulation and their physician had decided to replace the neurostimulator. During the replacement surgical procedure, the lead was found to be twisted and wrapped around the device in the pocket. It was described as being "twisted like licorice" and had pulled out of the sacrum and was now in the pocket location. The lead itself appeared intact. The patient was re-implanted with a new lead and neurostimulator and was reported as doing well. The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
Analysis of ipg model 3058 serial# (B)(4) showed no anomalies. All visual inspection findings were okay. Functional testing showed circuits 0 thru 2 with a good stable output. Circuit 3 was open (ref. Analysis of lead model 3093-28). Analysis of lead model 3093-28 lot#v390738 showed that the conductor wires were severely twisted. Visual inspection of the insulation showed that the lead body/insulation was also twisted. The #3 conductor wire was broken at the #3 electrode weld site due to severe twisting of the lead. Functional testing of the ins showed a good stable output in circuits #0 thru #2 but no output in circuit #3.

Manufacturer narrative:
Lead model 3093-28, lot# v390738, implanted: (B)(6) 2010, explanted: (B)(6) 2011; programmer model 3037, serial# (B)(4).